Event description:
It was reported that a user expressed concern that the ilet pump battery was not holding a charge, which was characterized as premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and an event history log review. Investigation of this case revealed no device problem found despite the reported premature battery discharge and the battery component being implicated. It was concluded, based on previously established findings for similar reports, that no problem was detected.

Manufacturer narrative:
Initial.